Manufacturer narrative:
E1- initial reporter facility name and address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During preparation prior to procedure, the physician found that the nut of the pressure port was loose. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
E1- (B)(6). F10 - corrected impact code. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During preparation prior to procedure, the physician found that the nut of the pressure port was loose. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the console gas line connector port was loose, and the operation was not cancelled.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During preparation prior to procedure, the physician found that the nut of the pressure port was loose. The procedure was not completed due to this event. There were no patient complications reported. It was further reported that the console gas line connector port was loose, and the operation was not cancelled.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). E1- initial reporter phone (B)(6).